Event description:
A journal article was reviewed which contained information regarding this right ventricular (rv) lead. Two months after the lead was implanted, the automatic alert sounded for low impedance; however, the article indicated this alert was "ignored." Then at the six-month follow up visit, radiographs of the chest and abdomen indicated that the lead had dislocated into the right atrium. The article stated that this was due to the "daily physical activity of the patient." The testing was done and the appropriate shock was delivered to terminate the induced ventricular fibrillation (vf). The lead remains in use. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cui k, feng y, li x, fang y. Percutaneous transhepatic venous access for ICD implantation in a patient with ebstein's anomaly with ventricular tachycardia post-glenn operation. Journal of cardiovascular electrophysiology. July 1 2013;24(7):832-833. (B)(4).